Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a burn-like area on her back under the therapy electrodes. The irritation was red, raised, burning, and itchy. The patient confirmed that the irritation was not open. The patient removed the lifevest due to the burn. During a follow-up call, the patient reported that she had seen her physician who reported that she had a (B)(6)infection. The physician reportedly determined that "due to the patient being warm by nature and the therapy electrodes being pressed against her skin, the te pad became suctioned to her allowing for the injury to occur." The patient prescribed the patient a cream on the irritation, which has allowed the irritation to heal.